Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 30 mg/dl. Customer's current blood glucose value was 235 mg/dl. Customer was treated with food. Customer troubleshoot for low readings. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose customer further declined to troubleshoot for low blood level. The product was not returned for analysis.